Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their top aligner is cutting their tongue. Patient provided photos wearing u/l8 which shows air gaps. Investigation for manufacturer error and found original impression had distortion and elongation in the molar area.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.